Event description:
As reported by the edwards sales representative, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, the physician reported feeling resistance during the insertion of the sheath due to the anatomy of the patient. During insertion the physician lost track of the .035 lunderquist guide wire and pulled back into the sheath while advancing the sheath forward. The guidewire was then placed back and left in the arch. Almost immediately the patient's pressure dropped to the 50mmhg range. Suspecting trouble, an aortogram was performed and a small tear was noted to the distal descending aorta. In order to troubleshoot, an aortic balloon was immediately inflated to tamponade the tear, while an aortic stent graft was prepared. The aortic stent graft was then able to be successfully placed in the segment of the tear. The patient stabilized nicely and the rest of the procedure was able to completed without further incident. After sheath placement, a bav was performed using a zmed 20x4 bdc. The sapien valve was placed in the aortic annulus at 60:40 positioning with mild pvl leak and no central leak noted. The patient's access/cut down was closed in the usual fashion and the patient was extubated in the room and noted to have remained in stable condition post procedure.

Manufacturer narrative:
Evaluation: conclusion: ref. The device was not returned for evaluation as it was discarded by at the site; however, per report, there was no device malfunction. A device history review (DHR) for the sheath set was performed and all manufacturers' specifications were met prior to release for distribution. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The instructions for use (IFU) contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 22fr sheath is 7.0mm. In this case, the access vessel was 6.8-7.0mm and the vessels were indicated to be both mildly calcified and mildly tortuous. The measurement in the area of the descending aorta where the injury occurred is not reported. However, it was noted the distal aorta was moderate-severely calcified and non-tortuous. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the exact cause for the reported dissection cannot be confirmed; however, it is possible that a combination of the borderline size of the access vessel in combination with calcification or tortuosity that was not appreciable on imaging along with procedural factors (loss of guidewire placement) contributed to the event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required at this time.